Event description:
This device was implanted on (B)(6) 2011 and remains implanted at this time. Physician contacted technical services to report the delivery of high voltage therapy, loss of capture at an output of 1 .25ms at 1 .oms. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6) . No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).